Event description:
It was reported that the patient was experiencing no stimulation sensation. There was a problem with the patient programmer (pp). The antenna plug was loose and not steady. This was noticed on (B)(6) 2014. No telemetry was had with the antenna. The level of stimulation was increased very high. When he increased to 9.0 volts he did not feel anything. The other day when he was in the shower and leaned to the right he felt stimulation. On the day of this report, he felt stimulation when he leaned to the left. He then stopped feeling stimulation on (B)(6) 2014. It was noted that the patient had a lot of falls. The patient later called back after receiving a replacement pp from the manufacturer representative because his was still not working. It was noted that he used the pp with the detachable antenna. He was on program b at 5.40 volts with the lightning bolt. He increased it to 7.00 volts and 8.00 volts and still did not feel it. Normally he would use it at 4.30-5.00 volts. The shower incident was further explained in that he received a jolt when he had it turned up high and leaned to the right. That was 2 days prior to this report. The patient was going to make an appointment with his healthcare provider to further troubleshoot the issue. It was also noted that the patient was concerned with his leads because of inconsistent stimulation. He didn¿t feel stimulation in his legs like he used to and he was feeling it more in his back. He was in the 500 range. Follow-up was performed to determine if any troubleshooting had been done, if the cause had been determined, if any intervention occurred, if the patient was receiving effective therapy, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 399930, lot# v013744, implanted: (B)(6) 2006, product type: lead. Product ID: 377875, lot# v012170, implanted: (B)(6) 2006, product type: lead. Product ID: 399930, lot# v013744, implanted: (B)(6) 2006, product type: lead. Product ID: 377875, lot# v012170, implanted: (B)(6) 2006: product type: lead. (B)(4).